Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) had been gradually rising since implant with measurements up to 170 ohms, which was high within normal limits. Technical services (ts) suggested x-rays and possible commanded shock test. It was noted that this patient had gained approximately 30 pounds since implant. No adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received which reported defibrillation threshold (dft) testing was performed and system impedances measured 177 ohms after a 10j shock was performed. However, they were unable to induce. The plan is to revise at a later date. At this time, the system remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned high system impedance measurements as well as patient felt itching at the implant site. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) had been gradually rising since implant with measurements up to 170 ohms, which was high within normal limits. Technical services (ts) suggested x-rays and possible commanded shock test. It was noted that this patient had gained approximately 30 pounds since implant. No adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received which reported defibrillation threshold (dft) testing was performed and system impedances measured 177 ohms after a 10j shock was performed. However, they were unable to induce. The plan is to revise at a later date. At this time, the system remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned high system impedance measurements as well as patient felt itching at the implant site. A new s-ICD system was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.